Event description:
While cna's were attending a facility resident with a whirlpool bath, safety device released and resident fell to floor. Resident subsequently died. Upon further investigation, on 3/26/96 it was discovered that grommets were missing and both belt buckles had what appeared to be stress fractures.